Event description:
Complaint coordinator from baxter reports a home pt having leakage from a tubing after a therapy. According to the pt, the tube might have been stuck in clean flash, which could have caused the crack. No sample is available for evaluation. The product was new. No pt injury or medical intervention was associated with this incident.